Manufacturer narrative:
The device was received for evaluation with the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion cannot be conclusively determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected, and no signs of leakage were observed.

Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl) for an undisclosed time wearing the pod. The patient¿s mother reported the cannula was inserted into their hip/buttocks but was not delivering insulin properly. There was a small amount of insulin observed leaking, and the patient felt at the insertion site and thought the cannula may not have been seated correctly. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.